Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a solicited report by a physician from (B)(6) of bacterial peritonitis with culture positive for staphylococcus aureus, gram negative in a (B)(6) male patient coincident with extraneal viaflex and physioneal, unspecified product therapies. On an unreported date, the patient began treatment with extraneal viaflex and physioneal 1.36% (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the physician reported that the patient experienced bacterial peritonitis, manifested by cloudy effluent and abdominal pain in (B)(6) 2010. The patient was hospitalized (date not reported). The physician considered the event of bacterial peritonitis severe. On an unreported date, the patient was treated with vancomycin and gentamicin (doses, frequencies and routes not reported) and recovered. The reporter provided inconsistent information regarding action taken with the pd solutions, so it was unclear, at present, whether pd therapy was discontinued or not. The physician stated the event of bacterial peritonitis was unrelated to extraneal viaflex and physioneal, unspecified product.